Manufacturer narrative:
(B)(4). Concomitant medical products: 1.3 mm square screwdriver cat# 231218012, lot# cv128663. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01136.

Event description:
It was reported that the 1.3 square screwdriver shaft in the alps foot set fractured in the head of a screw while surgeon was doing final tightening with torque limiting screwdriver. The tip of the screwdriver shaft fractured in the head of the screw. This did not impact patient nor the overall result of the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the tip shows some damage but does not appear fractured. A caliper was used to check the overall length of the device and it was found in conformance to the print. The second driver was not returned so visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4: lot number.

Event description:
No further event information is available at the time of this report.